Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill notification when attempting to complete the load sequence with 75 units of insulin. The customer's blood glucose level was 340 mg/dl. Reportedly, the customer completed the load process and delivered a correction bolus.